Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the emergency room. Upon interrogation, the patient's right ventricular (rv) lead was found to have over-sensing of noise leading to inappropriate high voltage therapy, decreased r-wave sensing, and low pacing impedance. An x-ray performed confirmed rv lead dislodgement. The rv lead was repositioned on (B)(6) 2021. The patient was stable before, during, and after the procedure.